Event description:
It was reported that when using the bd pyxis¿ es server, a patient did not appear in pyxis after the encounter was discharged and subsequently readmitted in ephi. An attempt was made to undo the discharge; however, the action was unsuccessful. The system displayed the error message: "this patient cannot be reverse discharged as the reverse discharge time frame has elapsed for this encounter." As a result, the patient did not display in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient did not appear in station. A technical support specialist (tss) opened a remote support service (rss) session using the provided account number and found only one station associated with the account. An aria trace was attempted using the hospital name, but no server was found. Tss then dialed into the station and reviewed data synchronization, identifying the server as lmh-ath-pyxes1 (2019 app). Patient details were reviewed using the provided visit ID, which showed the patient was admitted on (B)(6) 2025, discharged on (B)(6) 2026, and readmitted on (B)(6) 2026 as temporary. Facility settings indicated a reverse discharge window of 72 hours (3 days), which had already been exceeded. The customer was informed that the reverse discharge option was no longer available and advised to re-admit the patient by sending an adt a01 message. The customer acknowledged the information. The system functioned as intended after the technical support specialist investigated the issue.